Event description:
Patient allegedly rejecting implanted ankle plate and/or other implants.

Manufacturer narrative:
Additional medwatch forms associated with this incident are: MDR numbers and part numbers : 3025141-2012-00015 - 70-0147; 3025141-2012-00016 - 70-0229; 3025141-2012-00017 - ca4140 ; 3025141-2012-00018 - ca-4400; 3025141-2012-00019 - co-3200; 3025141-2012-00020 - co-3220; 3025141-2012-00021 - co-3260; 3025141-2012-00022 - co-3320; 3025141-2012-00023 - co-3380; 3025141-2012-00025 - co-3400; 3025141-2012-00026 - col-3120; 3025141-2012-00027 - col-3120; 3025141-2012-00028 - col-3160; 3025141-2012-00029 - col-3180; 3025141-2012-00030 - col3180; 3025141-2012-00031 - col-3200; 3025141-2012-00032- col-3380; 3025141-2012-00033 - ws-1607st; 3025141-2012-00034 - ws-1607st; 3025141-2012-00035 - ws-1607st.